Event description:
Caller reported blood glucose results of 438 mg/dl and 193 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Reporter alleged obtaining the results of 109 mg/dl and 227 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that at a different time, he obtained the results of 118 mg/dl and 360 mg/dl back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.